Manufacturer narrative:
The investigation is on-going at this time. Upon completion of the investigation a final medwatch will be filed.

Event description:
At the medical center in (B)(6) a patient was admitted with cardiomyopathy. The impella cp was placed via the left femoral artery for hemodynamic support. Upon removal of the introducer and advancement of the impella pump there was an observation made of an access site bleed. The team applied a pressure dressing but due to the significant amount of blood lost, the team infused back approximately 900-1200 cc's of blood in the form of 2 units of red blood cells. After the blood replacement, the patient was stable and the care plan was to transfer the patient to a tertiary center for possible escalation of care to an lvad.

Manufacturer narrative:
Since the original medwatch was filed, the investigation has completed. The team in the EU did not return the impella pump or introducer sheath for investigation, only the purge cassette was returned. The purge cassette did not pertain to the failure mode of bleeding or vascular injury. The root cause of the bleeding is unknown. The team did not share further clinical details regarding the amount of blood lost, only an estimate was given of between 900 and 1200ml. The access site bleed was treated by pressure dressing and blood replacement products. The failure mode will be monitored and trended.